Event description:
It was reported that the patient had a hand assisted laparoscopic transverse colectomy procedure in 2009, and the procedure seemed to be fine. The patient was released four days later, in stable condition, but three days later, returned to the hospital with abdominal pain. The patient was admitted and testing was performed. It was found that there was a possible leak in the anastomosis staple site. At that time, the surgeon performed an open procedure to check the anastomosis and found that the staples had formed distally and proximally, but not in the center of the staple line. The bowel had dumped into the abdomen. The surgeon removed the original anastomosis, cleansed the area of the abdomen and did a second anastomosis at that site. The patient received an ileostomy. The patient was transferred to ICU. On the following month, the patient was still in ICU and they were able to take her off of the ventilator the day before. The patient was speaking normally and was a bit more "with it" on the following day. That evening, the surgeon had to take the patient back to the or for a third time, because the symptoms she presented suggested another anastomotic leak. Although no leak was found, they had to re-do her ileostomy site. She was still not healthy enough to restore intestinal continuity. Patient was released approx a week later. She is currently home and doing pretty good. Device was discarded at the time of the procedure.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary- as a lot or batch number was not received, a device history review could not be performed.